Event description:
In 2000, a male patient was implanted with a bifurcated gore-tex stretch vascular graft to treat an abdominal aortic aneurysm. In 2009, there was a reinvention with an endovascular graft (manufacturer unknown) to treat a hydroma that was increased in size. Further investigation is pending.